Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic) there was a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "the false positive result was obtained due to sensor adhesion. The customer found a bottle in which the sensor came off. No erroneous results were reported.

Manufacturer narrative:
H6: investigation summary customer reported blood under the sensor and a false positive result. Neither photos nor returned good samples were received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive claim. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is unconfirmed. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Event description:
It was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic) there was a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "the false positive result was obtained due to sensor adhesion. The customer found a bottle in which the sensor came off. No erroneous results were reported.